Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant that the right atrial (ra) lead exhibited under-sensing and diminished sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.